Event description:
A biomedical technician (bmt) reported that right at the start of treatment a blood leak occurred where the dialysate connector connects into. Blood was leaking from that port and externally leaked onto the floor. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. During a laboratory leak test, no external leak or defect was detected. A lot history review was performed. There were three other complaints reported against the lot. There was one complaint addressing the no sample investigation for the current event and two complaints addressing an internal blood leak which were both confirmed (one fiber leak and one delamination). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. A lot history review was performed. There was one other complaint reported against the lot. The complaint addresses a cracked header cap (no sample). A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomedical technician (bmt) reported that right at the start of treatment a blood leak occurred where the dialysate connector connects into. Blood was leaking from that port and externally leaked onto the floor. Additional information was requested but was not received to date.

Event description:
A biomedical technician (bmt) reported that right at the start of treatment a blood leak occurred where the dialysate connector connects into. Blood was leaking from that port and externally leaked onto the floor. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.